Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the stimulator was causing discomfort to the patient. It was reported that the patient had a seroma. The patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.